Event description:
It was reported that a balloon burst occurred. A 93% stenosed, 10mm x 2.5mm target lesion was located in a moderately tortuous and calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon bursted at 2.63 kpa. The fractured part did not remain in the patient's body. However, it was further reported that all components were simply and completely removed from the patient's body without intervention. The procedure was completed with another of the same device. No patient complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a flextome device 10/2.50mm was received for analysis. The following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the centre of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the hypotube/shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. A 93% stenosed, 10mm x 2.5mm target lesion was located in a moderately tortuous and calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon bursted at 2.63 kpa. The fractured part did not remain in the patient's body. However, it was further reported that all components were simply and completely removed from the patient's body without intervention. The procedure was completed with another of the same device. No patient complications reported and patient was stable.